Manufacturer narrative:
Unit received with a white spot at the upper left corner of the display due to corrosion damage at the electronic assembly. The motor was found with corrosion traces per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with missing display window cover. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack from the top of the insulin pump all along the length of the battery tube. The insulin pump was returned for analysis.